Manufacturer narrative:
The device associated with this report was not returned. Product information required in retrieving the device history records for review and/or searching the complaint database by lot code was not provided. The initial reporting stated no additional investigational inputs were available. The investigation could not draw any conclusions regarding the reported event based on the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Clinical report states the patient had an arthroscopy with limited synovectomy for patellar clunk 28 mos after primary tka.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.